Event description:
It was reported to medtronic neurosurgery that during implantation, it was discovered that the catheter was leaking according to the report, a new set was used to complete the operation. The report stated that there was no injury to the pt and the overall condition of the pt was okay.

Manufacturer narrative:
The product was unavailable for return. Therefore, evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture.